Manufacturer narrative:
A regulatory report for this event was submitted in error on the lead, regulatory report (B)(4). Any additional information received will be reported under this regulatory report number. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported that the patient had 4 electrodes that were oor-2,3,4 & 7. The manufacturer representative (rep) interrogated the battery and ran an impedance check. The rep programmed around affected electrodes. The issue was resolved.